Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the numbers on the display continued to scroll up when attempting to deliver a bolus. The customer replaced the battery and received a battery out limit alarm and a button error alarm. The blood glucose reading was 178 mg/dl. The customer also reported that the transmitter did not blink when disconnected from the charger and that she received sensor error alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to confirm failed battery test and lost sensor alarm due to keypad unresponsive. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.